Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this system, exhibiting high out of range pace impedance measurements over the past several months, was explanted. The physician elected to remove both the device and left ventricular lead; both intended to be returned for analysis. No resulting adverse patient effects were reported and another boston scientific system was implanted without complication.